Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) of 61 mg/dl during a supply change. The user self-treated with glucose gel, and bg improved to 109 mg/dl by the end of the call. No symptoms, hospitalization, or medical intervention were reported. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.